Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a call service alarm issue. It was reported that the pump had emitted multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump¿s black box and alarm history showed no call service alarms; several motor error alarms were recorded with a high force due to an occlusion during prime. During testing, no errors, warnings or alarms occurred. The pump performed within required specifications. The call service alarm issue was not duplicated during testing. No defect was found.